Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) contacted technical services (ts) with report of slight swelling at the device site four months post implant. Ts referred the patient to their physician. Subsequently, the patient contacted ts with report of experiencing pain, tenderness and bruising at the device implant site. The patient reported that the physician indicated the device was eroding through the skin and the site was infected. The patient was referred to another physician for a revision procedure, however, to date, the patient has been unsuccessful in scheduling a procedure. The patient asked ts about a potential list of surgeons. Ts referred the patient to their following physician. No additional adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) contacted technical services (ts) with report of slight swelling at the device site four months post implant. Ts referred the patient to their physician. Subsequently, the patient contacted ts with report of experiencing pain, tenderness and bruising at the device implant site. The patient reported that the physician indicated the device was eroding through the skin and the site was infected. The patient was referred to another physician for a revision procedure, however, to date, the patient has been unsuccessful in scheduling a procedure. The patient asked ts about a potential list of surgeons. Ts referred the patient to their following physician. No additional adverse patient effects were reported. This device remains in service.